Event description:
During placement in the patient of the 10 lpc tracheostomy tube, the physician and the anesthesiologist reported observing leakage at the connection between the inner and outer canula. This leakage made ventilation of the patient impossible. The tube was removed and the patient was re cannulated. The tube was discarded.